Event description:
It was reported that a spectrum pump had a keypad with keys #0 and #1 that are inoperable. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad with keys #0 and #1 are inoperable, which was experienced during evaluation. Evaluation found the #0 and #1 keys to work intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.